Event description:
It was reported that a yueh centesis disposable catheter needle was found to be "cut in half" during a thoracentesis procedure on an unknown patient. The physician went to perform a thoracentesis with a 5fr, 7cm yueh centesis disposable catheter needle, and as the introducer needle was initially removed, the catheter was found to be, "cut almost in half." The catheter was then removed from the patient and a second puncture was required with a new, like device to complete the procedure successfully. It was noted by the customer that the introducer needle was not unsheathed and re-sheathed. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Manufacturer narrative:
Lot #: customer has reported the device is from either lot# 14809308 or 14821041. Occupation: radiology director. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 29sep2022, it was confirmed that the catheter was cut crosswise. The complaint device was received by the manufacturer on 29sep2022. During the preliminary investigation, it was observed that the catheter was not cut; however, the hub was partially separated.

Manufacturer narrative:
Correction: h6 - annex a and g this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation: (B)(6) center (united states) informed cook on 16sep2022 of an issue with a yueh centesis disposable catheter needle (rpn: dtvn-5.0-19-7.0-yueh; lot number: unknown). The physician performed a thoracentesis with a 5fr, 7cm yueh centesis disposable catheter needle on an unknown patient. The catheter was observed to be broken almost entirely off at the connection with the hub until after the access needle was withdrawn. The catheter was then removed from the patient and a second puncture was required with a new, like device to complete the procedure successfully. It was noted by the customer that the introducer needle was not unsheathed and re-sheathed. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device along with two pouches with different lot numbers (lot# 14809308 or 14821041) were returned to cook for evaluation. Upon visual inspection, the catheter was noted to not be cut; however, the hub was observed to be partially separated. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer provided two possible lot numbers 14809308 and 14821041 for the complaint device. A review of the dhrs for the reported possible complaint device lots revealed no related non-conformances and no other complaints for both lot numbers. There is no evidence of nonconforming material in house or in the field. Cook reviewed product labeling. This device is not currently packaged with instructions for use. Cook requested that the supplier investigate this occurrence. The device history record showed that the affected lot was released accomplishing all quality standard requirements. There was no deviation and no non-conforming reported during the manufacturing of this product. A review of the internal manufacturing device record, raw material history files and sub assembly catheter hub part number and the reported lot number was conducted, and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Corrective/preventive action will be documented. The documented root cause is failure to fully insert the flare tubing into the core pin. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event could not be established due to an ongoing scar. The supplier investigated this occurrence and determined it was a manufacturing error. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 22sep2022, it was reported that the catheter was broken almost entirely off at the connection with the hub. This was not apparent until the access needle was withdrawn.